Event description:
About 7 years and 8 months after the primary surgery, revision surgery has been performed due to tibial subsidence.

Manufacturer narrative:
Batch review performed on 25 jan 2024 lot 151680: (B)(4) manufactured and released on 12-may-2015. Expiration date: 2020-mar-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: 8 years after primary cemented tka, the tibial plateau subsided medially and required revision. This is due to bone failure and it should not be regarded as a problem originated by the implant. No post-primary images were supplied, so the initial position and implantation parameters could not be evaluated. Visual inspection performed by r&d project manager from visual inspection of the component returned for analysis, we can't identify any anomalies that could have played a role in the event. Baseplate sinking is most likely related to factors such as worsening of patient's conditions, poor bone quality, undersizing, malrotation rather than related to the device. As note, we can see some scratches on the polished surface most likely caused during the handling of the baseplate after explantation. From visual inspection, there is no evidence that the event is related to a faulty device.